Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Re-operation, opened patient, extended operating room time.

Event description:
According to the reporter, during a uniportal left lower lobectomy procedure, the device was used to divide the inferior pulmonary vein. After firing the device, it was noticed that there was bleeding coming from the corner of the stapled vein, just near the edge of the left atrium. The procedure was then converted to a thoracotomy for bleeding control with a large peanut gauze placed onto the vein to stop the bleeding. After converting the procedure, the vein was opened completely by itself without any trauma besides the peanut gauze. The vein was sutured manually and the patient bled more than 1000 ml. The lobectomy was completed using a different device. The thoracotomy was closed and the operation was completed. On the chest radiograph that was taken after the operation, there was a metallic piece located on the left anterior mediastinum just above the aorta. It was found that a piece of the device was missing on one of the reloads which was used for dividing and cutting the lower lobe bronchus. The radiologic shape of the piece was almost compatible with the missing piece of the device. There was no patient harm. There was a delay in surgery time over 30 minutes. The last known patient status is okay. The device fragment was retrieved by the doctor with a new operation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple cartridge noted the loading unit was fully fired. The loading unit had sub-flush staple pushers, a bowed anvil, a deformed clamping mechanism, and damage to the knife blade. It was also missing the clamp button. During functional evaluation, the loading unit was cycled without any binding or hesitation. However, due to the missing clamp button, the jaws would not stay closed during firing and opened more as the knife advanced to the distal end. Replication of the deformed anvil clamping mechanism and bowed anvil may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).